Event description:
It was reported that during a rectum procedure, the surgeon fired the device, moved it out, and found the anastomotic stoma broken off. The surgeon reports he thinks there were no staples in it, nor can any be seen. They completed the procedure with hand sewing.